Event description:
The accounts biomed stated that the bed exit will not alarm when a person exits the bed. The problem is intermittent.

Manufacturer narrative:
The accounts biomed could not duplicate the issue.